Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager would not recover and had a ghost failure, issue was due to a communication failure between the refrigerator and the smart remote manager caused by loose connections on the latch or board. The field service engineer resolved the issue by reseating the wires on the latch and board, restarting the station, and successfully recovering the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es meditation was not detected the fridge. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.